Event description:
It was reported that the physician's tablet was giving an error message "unable to open port". Troubleshooting was performed and the usb cable was swapped out with a new usb cable which resolved the issue. The physician was provided a new usb cable. The faulty usb cable is expected to be returned for analysis, but has not been received to date.

Event description:
The physician's office discarded the usb cable in question, therefore, it cannot be returned for product analysis.

Manufacturer narrative:
(B)(4); corrected data: this information was inadvertently left off of initial MFR. Report.